Event description:
It was observed during the device evaluation that the colonovideoscope had white residues in the air water channel, air water cylinder, auxiliary channel of the insertion tube side. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material came out of the device; however, the type of the material and the root cause could not be identified. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.